Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per tandem¿s instructions for use: do not reuse cartridges. Reuse of cartridges may result in over delivery or under delivery of insulin. This can cause hypoglycemia (low bg) or hyperglycemia (high bg) events.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of 50 mg/dl. The customer consumed carbohydrates to address bg. Reportedly, the customer has been reusing their cartridges. Tandem technical support educated the customer on the issues caused by reusing cartridges. Recommendation was made to consult with a healthcare provider to discuss diabetes management.